Event description:
Seven coils had been successfully deployed into the left paraclinoid/opthalmic aneurysm. After the physician had detached the eight coil (subject device) a small herniated loop of the coil was noted. The coil was manipulated with the microcatheter and the majority of the coil was pushed back into the neck of the aneurysm. There was no flow limitation of the left internal carotid artery and no thrombus formation identified. The physician placed a further five coils without issue and there was no reported clinical consequence to the pt.

Manufacturer narrative:
(B) (4) coil protrusion.